Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. The instrument had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the customer provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) and the following additional information was provided: the image shows thermal damage on the outer surface of one bipolar yaw pulley. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, a char/burn mark was noticed on the plastic component of the wrist of the fenestrated bipolar forceps instrument. The customer was not comfortable with continuing use, therefore, the instrument was replaced with another of the same type. There was no harm to the patient, observation of fragments falling into the patient, or significant delay to the procedure. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the customer could not advise if arcing was observed during the procedure as the reported damaged was noticed post-operatively. Additionally, it was unknown if the instrument collided with another energy instrument during the procedure. A photographic image of the device was provided for further review.